Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. The pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the fenestrated bipolar forceps instrument. There was no patient harm, adverse outcome or injury reported.